Event description:
It was reported a patient underwent total knee replacement on (B)(6)2023 and topical skin adhesive was used. Post-op to patient presented over the following weekend with red bumps; itching & burning. Adhesive was removed, steroids/antibiotics prescribed. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing?yes, did the patient require revision surgery or hardware removal? No, patient status/ outcome / consequences :yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Raised, red bumps; itching & burning, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, if yes, describe: raised red bumps; it itching & burning, is the patient part of a clinical study: unknown, additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What date did the reaction occur on? (B)(6)23. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Yes, prineo removed; steroids/antibiotics prescribed. If medication was required, please clarify if it was prescription strength. Yes can you identify the lot number of the product that was used? No what is the most current patient status? Patient is recovering; no lasting effects was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. Was any surgical intervention performed? No. Were any cultures taken? Results? Unknown, but I think not. Please describe how was the adhesive was applied. Using the applicator on the pen what prep was used prior to, during or after adhesive use? Hibaclense, alcohol and chloraprep x 2 was initial patient prep. Was a dressing placed over the incision? If so, what type of cover dressing used? No dressing. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Is the patient hypersensitive to pressure sensitive adhesives? No. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unknown. Patient demographics: initials / ID, gender, age or date of birth; bmi female patient pre-existing medical conditions (ie. Allergies, history of reactions) nka has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. Product r lot of product used? Unknown . What is the physician¿s opinion as to the etiology of or contributing factors to this event? He has no clue. Is product available to return for analysis. No. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.